Event description:
Surgeon stated the device contributed to the reason for the explant due to pain over an extended period of time. The screws were extremely loose retaining the fossa implant and there was excessive wear on the condyle ball with surrounding inflammatory tissue.